Manufacturer narrative:
(B)(4). The customer's report of set leaking was confirmed. During visual inspection, it was noted that nitro tubing was completely separated from the upper fitment. Visual inspection under a microscope noted that both sides of the nitro tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed., no functional testing of the returned set was performed due to tubing being separated at the component engagement. Fluid was leaking from the separation. The root cause of the customer's report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the nitro tubing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Burette leaking at the connection point of the upper blue fitment (above where the tubing inserts into the hub). No patient harm or medical intervention occurred. No further patient/event information was reported.